Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed downstream occlusion and the psi is high. There was no reported adverse event.

Manufacturer narrative:
Returned device was received damaged; damaged front and rear housing. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.